Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and five shocks due to supraventricular tachycardia (svt) with a high rhythm ID (rid) correlation. All programmed therapy was exhausted. Technical services (ts) reviewed the episode and determined there was a high rid correlation, then rid became negative and therapy was delivered. Ts found rid became negative due to oversensing of muscle noise on the right ventricular (rv) channel. Ts walked the caller through reprogramming the vt-1 zone and increasing the rhythmmatch correlation percentage. This crt-d remains in service. No additional adverse patient effects were reported.